Event description:
It was reported that the customer had a button error alarm for a few days while he was on a cruise. Customer took out the battery and treated with manual injections. Customer is now at home and keeps receiving a battery out limit alarm when he puts in a new battery. Customer went to the emergency room on (B)(6) 2015 with a blood glucose level of 160 mg/dl after glucagon had been given to him. Customer had tremors, shortness of breath, and a head rush. Customer was sitting at the dinner table prior to the incident. Customer was treated due to a low blood glucose level. Customer had blacked out and was given glucagon by the paramedics. Customer also had sprite and sugar packets. Customer was kept for an hour until his blood glucose level was stable and brought up. Customer was wearing the pump at the time. Customer stated there was possible moisture since he had the pump in the bathroom when he was taking a shower. Customer was taking injections. Insulin pump will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted. The cause of the keypad issue has not yet been verified. No button alarm was noted. The insulin pump was also received with a cracked case at the display window corner, minor scratches on the display window, a broken belt clip slot at the battery tube threads area and a cracked reservoir tube lip.